Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit's exhalation valve is making a vibrating noise and doesn't ventilate. When looking at the unit, the exhalation valve failed the characterization. The transducers were calibrated but failed. There was no patient involvement at the time of the incident.

Event description:
The customer reported while using the vela ventilator; the device is not operating properly. The customer reported the exhalation valve assembly is making a vibrating noise during startup. The customer reported transducer fault alarm displayed in the events log. The customer reported the exhalation pressure transducer failed calibration testing. The issue occurred during patient-use; the customer reported the patient was manually ventilated until another unit was provided for ventilation. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The pt801 has failed. This issue will be internally investigated within vyaire.